Manufacturer narrative:
(B)(4).

Event description:
Pt reports: on (B)(6) I went into a hypoglycemic low blood sugar and my dexcom never alerted me as indicated in this picture of my dexcom reading. The accident was at 6:30 pm and do to this situation I am out of pocket and have extreme neck injuries, and car is totaled

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no low alert on the g5 mobile application. The patient stated on (B)(6)2019 at (B)(6)pm, they had a hypoglycemic event and the dexcom did not alert them. The patient stated as a result of the hypoglycemic event, they have neck injuries. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.